Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. A medtronic representative went to the site to test the system. Testing revealed that the issue resolved with the replacement of the axiem portable system. The system then passed the system checkout and was found to be fully functional. The instrument has not been returned to the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively a tracker could not be used. Calibration was indicated on the screen, but the tracker was not recognized and calibration failed during the fourth step. Surgery was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.